Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during decontamination condensation in control panel was unconfirmed on the arctic sun device. The unit primed to fill was unconfirmed and filled normally. It was stated that new heater, manifold o-rings, drain valves, tank tubing and the coin cell were replaced during preventive maintenance.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, DHR review was not required. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during decontamination condensation in control panel was unconfirmed on the arctic sun device. The unit primed to fill was unconfirmed and filled normally. It was stated that new heater, manifold o-rings, drain valves, tank tubing and the coin cell were replaced during preventive maintenance.